Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needle clogged due to reuse. The following information was provided by the initial reporter, translated from chinese to english: after confirming with customer, the clog issue was caused due to reuse. The patient had an insulin injection on the 16th. When the nurse injected insulin with the injection pen, she found that the needle was blocked.

Event description:
It was reported that the bd micro-fine¿+ pen needle clogged due to reuse. The following information was provided by the initial reporter, translated from chinese to english: after confirming with customer, the clog issue was caused due to reuse. The patient had an insulin injection on the 16th. When the nurse injected insulin with the injection pen, she found that the needle was blocked.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. Bd was not able to duplicate or confirm the customer¿s indicated failure mode .